Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 has been cut free from the suture and was not returned, t2 and the suture show no other abnormalities. The actuator is in its post t2 deployment position indicating a complete multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during the surgery the t2 implant could not be detached from the setting instrument. A backup device was used to complete the surgery with no significant delay or patient injuries reported.